Event description:
It was reported that inadvertent stent deployment occurred. A 8x30x120 epic vascular stent was selected for use; however, when the device was taken out from the hoop, it was noted that the stent was partially deployed. Another of the same product with a different size was used and completed the procedure. No patient complications were reported.